Event description:
The account alleged that some of the functions will run intermittently by themselves. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.